Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the suture broke during stent deployment. The stent was unable to be deployed. The device was removed and flexima rapid exchange biliary stent system 8.5fr x 10 cm was used to complete the procedure. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent damaged and broken guide catheter.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed the guide catheter was completely detached from pullwire and moved freely inside the push catheter and over the guidewire. The guide catheter had a 1-2 mm crack/ tear at tip of guide catheter. The proximal end of pullwire was bent in suspected shape of where nurse had gripped it to attempt to deploy stent. The stent had several scoring marks at the distal tip, middle, and proximal end of the stent. The stent had a tear at the distal tip. The stent had a hole in the middle of the body of the stent, appearing to look like a bite or puncture mark. Both flaps of the stent had creases at the base, indicating that they had been completely bent back at some point in the procedure. The suture had broken from the delivery system and was threaded through the stent suture hole. The stent suture hole had a small tear in it, indicated that high forces were used to remove the stent. The pullwire cannula was not inside the guide catheter, indicating that the pullwire simply pulled out of the guide catheter. A functional evaluation revealed a lot of effort was needed to remove the pullwire from the dual lumen catheter. The positive stop cannula was still securely attached and was pulled 6 cm into the dual lumen catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.